Event description:
It was reported that the pt has loss sensation, it was not possible to reprogram. A CT scan confirmed that the lead had migrated. The physician was unable to obtain a response following an attempt to re-implant the lead. The total device system was removed. Further info is being requested.

Manufacturer narrative:
Finial device analysis revealed no anomalies found for the neurostimulator. Foreign material was found in the connector ports. The insulation coating and titanium were scratched. Final device analysis revealed no anomalies found for extension. The continuity was acceptable. The distal and proximal ends were intact and undamaged. The outer insulation was intact.